Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
The explanted device was received at wwhq with only "device failure" stated. Further information has been requested but has not been received.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at wwhq with only "device failure" stated. Further information has been requested.